Manufacturer narrative:
Batch review performed on (B)(6) 2017. Lot 144982: 25 items manufactured and released on (B)(6) 2014. Expiration date: (B)(6) 2019. No anomalies found related to the problem. To date, 20 items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to signs of infection. The pathogen is unknown at this time. The surgeon swapped the liner. The surgery was completed successfully. X-rays and explants are not available.